Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported fluid was discovered in the pump module area and on the external of the cassette during step 9 tx complete of treatment. The patient was connected during the incident. No air bubbles were found. The drain line was submerged but the patient repositioned the line. The patient received m31 air detected in cassette and notice: draining slowly warnings prior to the fluid leak. The patient contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the event and to let the cycler dry and to continue use of the cycler for the next treatment. The patient knew how to perform manuals. Upon follow up, the patient contact confirmed the reported event. The contact stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. Per contact fluid was found in the pump module area of the cycler and on the external of the cassette but the patient was unable to identify the exact location of the leak. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported fluid was discovered in the pump module area and on the external of the cassette during step 9 tx complete of treatment. The patient was connected during the incident. No air bubbles were found. The drain line was submerged but the patient repositioned the line. The patient received m31 air detected in cassette and notice: draining slowly warnings prior to the fluid leak. The patient contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the event and to let the cycler dry and to continue use of the cycler for the next treatment. The patient knew how to perform manuals. Upon follow up, the patient contact confirmed the reported event. The contact stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms. Per contact fluid was found in the pump module area of the cycler and on the external of the cassette but the patient was unable to identify the exact location of the leak. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.